Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter was displaying an "error 1". The complaint was classified based on the additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2012. He reported that he obtained the error message shortly before contacting lfs on (B)(6) 2012. The patient stated that when he tested his blood glucose, he noticed that the subject meter indicated that the power was low and had to be charged. When he connected the subject meter to the cable to be charged, he immediately obtained the "error 1" message. The patient informed the mss that he manages his diabetes with insulin and confirmed he made no changed to his usual diabetes management regimen due to the alleged issue. The patient confirmed he had a backup meter he continued testing his blood glucose with. The patient also confirmed that he did not develop symptoms or receive medical treatment for a high or low blood glucose excursion after the alleged meter issue started. At the time of troubleshooting, the customer care advocate noted that the alleged issue remained unresolved. Replacement product was sent to the patient. Lfs requested that the subject meter be returned. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged meter issue remained unresolved at the time of troubleshooting.